Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The foot end of the bed would be raised at night and go on its down own during the night.